Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced multiple intermittent inaccurate fill estimates. Customer had elevated blood glucose (bg) levels (345 mg/dl). Customer delivered a bolus to address elevated bg levels. At the time of the report, the customer was able to successfully reload the cartridge and receive an accurate fill estimate.